Manufacturer narrative:
The complaint of complications during the insertion process were confirmed; however, the root cause could not be determined. One photograph and one 18g insyte autoguard IV catheter were provided for investigation. The sample exhibited evidence of use. A visual and microscopic examination of the returned sample revealed needle puncture damage at the tip of the catheter, which likely created what appeared to be flash at the tip of the catheter and caused the tubing to bend at the skin. As the sample exhibited evidence of use, it is unknown if the damage occurred during manufacturing or during the insertion process. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." Manufacturing controls are in place to mitigate the occurrence of this type of failure. The needle was not returned for investigation; therefore, the reported needle retraction issues could not be confirmed. A review of the production records from the implicated lot showed no related quality issues or process deviations during manufacturing. The reported complaints have been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It is reported that there is difficulty retracting the needle. Event date:(B)(6) 2026 was there injury? Resulted in the need for increased monitoring additional information 2/13/2026: what type of monitoring was required? Checking the IV cath site for swelling, redness, warmth, and pain.